Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, a "placement signal low" alarm was observed on the automated impella controller (aic), which had been intermittently present since the prior day. An echocardiogram was performed and the device depth was measured at approximately 5.3 centimeters. Hemolysis was noted overnight. A follow-up echocardiogram was performed, and the device was repositioned to approximately 4.7 centimeters. The placement signal alarm persisted following repositioning. Additional clinical follow-up indicated that repositioning resolved the issue; however, confirmation of device return status is pending device removal. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. Hemolysis was assessed clinically and managed with standard troubleshooting measures. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
Additional information has been provided in b5 and d6b.

Event description:
The complainant reported that during impella 5.5 support, a ¿placement signal low¿ alarm was observed on the automated impella controller (aic), which had been intermittently present since the prior day. An echocardiogram was performed and the device depth was measured at approximately 5.3 centimeters. Hemolysis was noted overnight. A follow-up echocardiogram was performed, and the device was repositioned to approximately 4.7 centimeters. The placement signal alarm persisted following repositioning. Additional clinical follow-up indicated that repositioning resolved the issue; however, confirmation of device return status is pending device removal. The device continued to provide support during this time. The patient survived explant. Hemolysis was assessed clinically and managed with standard troubleshooting measures. No signs or symptoms of patient injury or patient harm have been reported in association with this event.